Manufacturer narrative:
The device sample was not received at the time of the investigation report. Eval, results: a device history record review could not be performed since the lot number was not provided. Conclusions: CAPA (B)(4) was assigned to perform a depth eval. Complaints of this type will continue to be monitored via periodic reviews.

Event description:
The event is reported as: the stapler jammed during abdominal surgery. Another stapler was used to continue the procedure. No pt injury reported.